Event description:
It was reported that the customer went to the emergency with a blood glucose of 415 mg/dl. The caller stated that the customer had been getting the no delivery alarm for four days. The caller wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the device had a cracked case at the display window corner and a broken belt clip slot.